Manufacturer narrative:
The reported complaint was confirmed by the field svc rep (fsr). During investigation, the fsr discovered male hansen fittings on the tubing were the cause of leak. The fsr replaced the hansen fittings on the cooler heater unit. With the fittings replaced and corrective/preventive maintenance completed, the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking at the inlet and outlet ports. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.